Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 46 mm in diameter abdominal aortic aneurysm. The right common iliac artery diameter ranged 20, 17.3, 16.2 mm. It was reported that a CT, conducted approximately three years post index procedure, revealed that the patient's right common iliac artery had expanded to 25 mm in diameter and that there was now a distal type I endoleak. The distal type I endoleak lead to enlargement of the aneurysm. Per the physician, the cause of the event was stated as unknown. However, the increased diameter of the right common iliac artery was stated to be the cause of the distal type I endoleak. No clinical sequelae were reported and the patient is being monitored by the physician.

Event description:
Additional information was received as follows: it was reported that the right limb was extended and the endoleak was resolved.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.